Event description:
It was reported that there were concerns of a premature battery depletion for subcutaneous implantable cardioverter defibrillator (s-ICD) device. A battery depletion error message appeared. Data analysis was performed, and confirmed that the power consumption was increasing in a gradual fashion, a boston scientific technical services (ts) consultant recommended device replacement. Additional information was received reporting that the s-ICD device was beeping. Subsequently the s-ICD device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report captures updates in b5: describe event or problem and h6: device codes. Should additional information become available, this report will be updated.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of a premature battery depletion for subcutaneous implantable cardioverter defibrillator (s-ICD) device. A battery depletion error message appeared. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion, a boston scientific technical services (ts) consultant recommended device replacement. The s-ICD device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of a premature battery depletion for subcutaneous implantable cardioverter defibrillator (s-ICD) device. A battery depletion error message appeared. Data analysis was performed, and confirmed that the power consumption was increasing in a gradual fashion, a boston scientific technical services (ts) consultant recommended device replacement. Additional information was received reporting that the s-ICD device was beeping. The s-ICD device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report captures updates in b5: describe event or problem and h6: device codes. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This report captures updates in b5: describe event or problem and h6: device codes.

Event description:
It was reported that there were concerns of a premature battery depletion for subcutaneous implantable cardioverter defibrillator (s-ICD) device. A battery depletion error message appeared. Data analysis was performed, and confirmed that the power consumption was increasing in a gradual fashion, a boston scientific technical services (ts) consultant recommended device replacement. Additional information was received reporting that the s-ICD device was beeping. Subsequently the s-ICD device was explanted and successfully replaced. No additional adverse patient effects were reported.